Event description:
Related manufacturer report number: 2017865-2023-40715. It was reported that the patient presented for follow-up with shortness of breath, fatigue, and weakness. A device interrogation revealed loss of capture exhibited by both the right atrial and right ventricular leads. The patient was scheduled for revision and both leads were explanted and replaced. The patient was discharged in stable condition.